Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 10-mar-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated that after the initial call he had gone to urgent care and then to the hospital where he had been admitted. Customer's blood glucose test result had been 437mg/dl (fasting/non-fasting unknown). The customer was diagnosed with hyperglycemia and treated with insulin (no units disclosed or name of insulin). Customer was discharged on (B)(6) 2022 with metformin 500 mgs 2x per day and advised to follow up with his pcp. Note 2: manufacturer contacted customer in a follow-up call on 23-mar-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. During the call, a blood test was not performed by the customer fasting and produced test result of 450mg/dl fasting. Coordinator had initially spoken with customer and transferred information to technician. Technician contacted customer's wife via telephone; wife stated customer had obtained a blood glucose test result of hi (fasting/non-fasting unknown). The customer¿s expected am fasting blood glucose test result range is 80-130mg/dl and expected 2 hour post prandial blood glucose test result is 180mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2023 and open vial date is (B)(6) 2022. At the time of the call, wife reported customer was having symptoms of increased thirst and lethargy; wife stated customer was currently on way to seek medical attention. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 11-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.